Manufacturer narrative:
Information pertaining to a system impedance test and the ipg being functionally tested was erroneously included in the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Corrected data: date of birth submitted in initial report doesn't match sap (correction). During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2020, wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Corrected data in h6: method code was updated to 4114 instead of 4117 due to update received after earlier report was submitted. (Correction).

Manufacturer narrative:
Date of event is estimated. A system impedance test measured within the expected range. The ipg was functionally tested and passed all testing. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01031. It was reported that high impedance measured at the patient's leads. In turn, x-ray imaging confirmed that the leads were at the correct location. Surgical intervention may occur to address the issue.